Manufacturer narrative:
B3. Date of event - used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The patient underwent a percutaneous coronary intervention (pci). A 3.50 mm x 15mm nc emerge balloon catheter was advanced for dilation. However, upon removal from the hoop, a shaft kinked was noted. The physician still decided to use the balloon, but a fracture was subsequently observed. The procedure was prolonged but there were no complications reported. The patient made a full recovery.